Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon was able to remove tack and oversew the serosa without concern. The surgeon observed that there was no peritoneal coverage of the mesh, it was fully exposed and only in place with two tacks - laterally and one into pubic tubercle. Several tacks were floating around the area and those that were fixated (with no mesh) into the abdominal wall were removed with snaps. The mesh was removed, but the defect for the scrotal hernia remains in place.